Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure under general anesthesia on (B)(6) 2022. Fiducials were administered transperineally prior to the implant procedure. After the procedure, the patient received 15gy high-dose-rate (hdr) brachytherapy. The patient was then treated with external beam radiation therapy (ebrt) 45 in 1.5gy per fraction, on (B)(6) 2022, and no complications were reported. On (B)(6) one week after completing the ebrt, the patient started developing severe rectal pain which did not respond to over-the-counter tylenol. The urologist did a rectal exam and felt a transmural deficit and ulcer. Hydrocodone was prescribed and they tried to get magnetic resonance imaging (MRI) but were not able to. This led to a computerized tomography (CT) with contrast scan being performed, where the deficit was confirmed. It was noted that it was not involving the sphincter but was in the proximal rectum. The patient also had cystitis and was placed on antibiotics for a urinary tract infection (uti) that he developed due to the deficit and fecal matter reportedly being where it did not belong. It was noted that they assume that the persistent uti is due to a fistula to the urinary tract, however a fistula had not been confirmed. The patient has had stable, but persistent pain. The patient was referred to a colorectal surgeon and gastrointestinal doctor for further follow-up. The patient has been set up for an appointment for a sigmoidoscopy to be done with a cystoscopy with urology. A diverting colostomy was also recommended in addition to antibiotics to allow the patient to heal. Additionally, the patient was referred for hyperbaric oxygen.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).